Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the patient's right atrial lead exhibited high capture thresholds. Programming changes were made. The patient was stable.